Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05874 / 05875).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing a loose acetabular cup, a fractured femur, heterotopic ossification and cortical thickening adjacent to the stem were noted. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing a loose acetabular cup, a fractured femur, heterotopic and ectopic ossification, implant snapping/popping, limping, bursitis, tenderness, pain, stiffness and cortical thickening adjacent to the stem were noted. There has been no reported revision procedure to date.